Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2011-03966 addresses the naviflex delivery system, while manufacturer report # 3005099803-2011-03967 addresses the advanix biliary stent. It was reported to boston scientific corporation on (B)(6) 2011 that a naviflex rx delivery system and an advanix biliary stent were used during a bile duct stenting procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the stent and delivery system were advanced easily into the biliary tree; however resistance was met during retraction of the guide catheter, and the blue cap of the pull wire detached. Therefore, the guide catheter could not be retracted. It was confirmed the guide catheter did not break and the delivery system was removed from the patient together with the endoscope. However, the stent had released from the delivery system and was retrieved using grasping forceps. It was reported the stent was noted to be kinked. It is unknown where the stent released; however, the given information, reporting the stent had to be retrieved, indicates a stent placement or positioning problem was experienced. The procedure was completed with another naviflex rx delivery system and an advanix biliary stent. There were no serious injuries as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age and weight are unknown. The patient was reported to be over 18 years old. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. Event of stent positioning issue. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2011-03966 addresses the naviflex delivery system, while manufacturer report # 3005099803-2011-03967 addresses the advanix biliary stent. It was reported to boston scientific corporation on (B)(6), 2011 that a naviflex rx delivery system and an advanix biliary stent were used during a bile duct stenting procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the stent and delivery system were advanced easily into the biliary tree; however resistance was met during retraction of the guide catheter, and the blue cap of the pull wire detached. Therefore, the guide catheter could not be retracted. It was confirmed the guide catheter did not break and the delivery system was removed from the patient together with the endoscope. However, the stent had released from the delivery system and was retrieved using grasping forceps. It was reported the stent was noted to be kinked. It is unknown where the stent released; however the given information, reporting the stent had to be retrieved, indicates a stent placement or positioning problem was experienced. The procedure was completed with another naviflex¿ rx delivery system and an advanix¿ biliary stent. There were no serious injuries as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information has been received since (B)(6), 2011 reporting that the stent inadvertently released inside the patient but not in the desired location.

Manufacturer narrative:
Investigation results: according to the complainant, the suspect device has been disposed and is not available for return. Therefore, a device evaluation has not been performed and the reported event could not be confirmed. However, stent positioning issues can occur due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device; therefore, the most probable root cause for this complaint is operational context.